Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ general pain and suffering/essure has caused me severe pain, suffering'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure (batch no. 810889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline hydrochloride (amitriptyline hcl), rizatriptan and topiramate. On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), anxiety ("mental anguish/ anxiety/ psychological harm that accompanies the physical injuries suffered from essure."), physical disability ("bodily impairment/general damages, special damages"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), deformity ("disfigurement/ degradation") and psychological trauma ("psychological injuries"). The patient was treated with surgery (ablation (B)(6) 2013 and salpingectomy (bilateral), hysterectomy (partial) (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved and the vaginal haemorrhage, fatigue, anxiety, dyspareunia, physical disability, anhedonia, emotional distress, deformity and psychological trauma outcome was unknown. The reporter considered abdominal pain, anhedonia, anxiety, back pain, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, menorrhagia, metrorrhagia, pelvic pain, physical disability, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: other events- bodily impairment, degradation,general damages, special damages. Received treatment for- dysmenorrhea (cramping), pelvic pain/chronic, abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, fatigue, mental anguish, loss of enjoyment of life, humiliation, disfigurement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs received: essure lot number was added (810889). Patient´s height added, and concomitant medicine added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ general pain and suffering/essure has caused me severe pain, suffering'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure (batch no. 810889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline hydrochloride (amitriptyline hcl), rizatriptan and topiramate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and anxiety ("mental anguish/ anxiety/ psychological harm that accompanies the physical injuries suffered from essure/ psychological injuries"). The patient was treated with surgery (ablation (B)(6) 2013 and salpingectomy (bilateral), hysterectomy (partial)(B)(6) 2016). Essure was removed on (b)(6 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved and the vaginal haemorrhage, fatigue, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: other events- bodily impairment, degradation,general damages, special damages. Received treatment for- dysmenorrhea (cramping), pelvic pain/chronic, abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, fatigue, mental anguish, loss of enjoyment of life, humiliation, disfigurement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) results: total bilateral occlusion. Quality-safety evaluation of ptc: no complaint sample was available for investigation by responsible quality unit (rqu). The investigation of batch records and retained sample was conducted and the outcome resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ general pain and suffering/essure has caused me severe pain, suffering'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), anxiety ("mental anguish/ anxiety/ psychological harm that accompanies the physical injuries suffered from essure."), physical disability ("bodily impairment/general damages, special damages"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), deformity ("disfigurement/ degradation") and psychological trauma ("psychological injuries"). The patient was treated with surgery (ablation (B)(6) 2013 and salpingectomy (bilateral), hysterectomy (partial)(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved and the vaginal haemorrhage, fatigue, anxiety, dyspareunia, physical disability, anhedonia, emotional distress, deformity and psychological trauma outcome was unknown. The reporter considered abdominal pain, anhedonia, anxiety, back pain, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, menorrhagia, metrorrhagia, pelvic pain, physical disability, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: other events- bodily impairment, degradation,general damages, special damages. Received treatment for- dysmenorrhea (cramping), pelvic pain/chronic, abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, fatigue, mental anguish, loss of enjoyment of life, humiliation, disfigurement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: newly added events- vaginal haemorrhage, painful intercourse, physical impairment, anhedonia, humiliation, disfigurement, psychological trauma, consumer race was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ general pain and suffering') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and anxiety ("mental anguish/ anxiety/ psychological harm that accompanies the physical injuries suffered from essure."). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: other events- bodily impairment, degradation,general damages, special damages. Received treatment for- dysmenorrhea (cramping), pelvic pain/chronic, abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, fatigue, mental anguish, loss of enjoyment of life, humiliation, disfigurement. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: case become incident, previously reported event personal injury was deleted, newly added events- dysmenorrhea (cramping), pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, mental anguish. Product indication was added, essure insertion and removal date was added, consumer address were updated and birth date was added, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.